Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0kdxa, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. The patient was still learning the controller. Appointment dates of 2014-(B)(6) were noted.

Event description:
It was reported that since coming home from their implant surgery the patient had pain in their hip. The patient stated that any time they put pressure on their hip, such as walking, they had pain. The patient¿s implantable neurostimulator (ins) was located on the same side and the patient stated they could feel the ¿box¿ moving. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.